Event description:
A caller reported damage to the pump housing and usb, which affected the ability to charge the pump. However, the pump had not shut down. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump. The customer was informed of the need to program settings and connect the cgm to the new pump. Instructions for returning the damaged pump and placing it in storage mode were provided and acknowledged by the caller. Customer reverted to an alternative method of insulin therapy.